Event description:
A report was received that a pt was explanted due to a piece of the stimulator breaking off in the implant area. The pt stated that she was in pain until the explant and has some nerve damage.